Event description:
It was reported intermittent occlusion alarms occurred, which led to high blood glucose (bg) readings of 597 mg/dl on one occasion. To address the elevated bg customer changed infusion set, site, and cartridge, delivered correction bolus using pump. Occlusion alarms were addressed with a full supply change or cartridge only change and the customer successfully resumed insulin each time. Reportedly, the customer uses off label fiasp brand insulin and refills cartridge, these usages are considered off label and the customer was educated on proper pump usage.